Event description:
It was reported: "lag screw drill cold welded to the sleeve while drilling. Once the sleeve was removed, reaming proceeded without the sleeve."

Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.